Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter involved with this complaint failed testing. The meter was found to have a battery leakage issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her father¿s onetouch ping meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reported stated that the power issue began on (B)(6) 2017, at 2.57 am. The reporter informed csr that the patient manages his diabetes using insulin pump therapy, and on (B)(6) 2017, at 05.00 am he administered his usual dose of medication of ¿novalog 100 scale 0.825 units per hour.¿ the reporter stated that on (B)(6) 2017 at 10 am the patient developed symptoms of ¿feeling nervous¿. The reporter confirmed the patient did not require any treatment for the alleged symptom. At the time of troubleshooting, the csr noted the subject meter was being used for the first time. The meter would not power on manually with a button press. Based on the information provided, there was no misuse of the product, and the correct strips were being used. The csr walked through troubleshooting with the patient, inserting a new test strip per owner¿s manual and the meter did not turn on. The csr documented that based on the information provided the battery did not need replacing. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.